Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received having up and down movement in the rocker assembly. The disk ratchet and retainer were worn and required replacement along with general maintenance and cleaning. Root cause: the reported complaint was confirmed. The rocker arm assembly had up and down movement and required replacement of worn disk ratchet and retainer due to routine wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that they were unable to turn the rotational locking mechanism on the mayfield composite skull clamp (a3059) to the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.